Event description:
It was reported that a pt underwent an appendicitis resection procedure on (B)(6) 2010 and suture was used. During knotted suturing, the needle tip broke and was lost. The surgeon had grasped the needle at the tip. The surgeon found the fragment, so no fragment remained in the pt's body. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form.